Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the center received through remote monitoring an alert stating that the leads impedances were above 3000 ohms. During the follow-up performed on (B)(6) 2018, a progressive increase of the right ventricular lead impedance measurements and of the rv and svc coils continuity measurements was observed, up to 2900 ohms. The right ventricular threshold was reportedly high (2.25 v / 1 ms). In addition, three mode switch episodes showing atrial noise oversensing were recorded in the device memory. No other anomaly was observed on the atrial channel. The patient, who is not pacing-dependent, did not fall and did not undergo any physical therapy with electrical stimulation. Preliminary analysis results revealed that the reported impedances and threshold increases could be due to a gradual lead issue or a gradual physiological phenomenon occurring at the implant site (on the rv lead tip). The atrial noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz. Recommendations to perform extensive tests and evaluate the benefit of a re-intervention to check the right ventricular lead were sent on (B)(6) 2018. The subject crt-d and the associated right ventricular lead were explanted on (B)(6) 2018 and should be returned for analysis.

Event description:
Reportedly, the center received through remote monitoring an alert stating that the leads impedances were above 3000 ohms. During the follow-up performed on (B)(6) 2018, a progressive increase of the right ventricular lead impedance measurements and of the rv and svc coils continuity measurements was observed, up to 2900 ohms. The right ventricular threshold was reportedly high (2.25 v / 1 ms). In addition, three mode switch episodes showing atrial noise oversensing were recorded in the device memory. No other anomaly was observed on the atrial channel. The patient, who is not pacing-dependent, did not fall and did not undergo any physical therapy with electrical stimulation. Preliminary analysis results revealed that the reported impedances and threshold increases could be due to a gradual lead issue or a gradual physiological phenomenon occurring at the implant site (on the rv lead tip). The atrial noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz. Recommendations to perform extensive tests and evaluate the benefit of a re-intervention to check the right ventricular lead were sent on (B)(6) 2018. The subject crt-d and the associated right ventricular lead were explanted on (B)(6) 2018 and should be returned for analysis.